Event description:
It was reported that review of log file data revealed that the controller exhibited an unexpected loss of power and that the ventric ular assist device (vad) had exhibited low flow alarms, a vad disconnect alarm, and multiple motor start events with parameters outside of the typical range. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system, controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2020 / serial #: (B)(6) d9: no h3: no h4: mfg date: 15-oct-2019 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on (B)(6) 2022 at 09:53:37, (B)(6) 2022 at 14:53:58, (B)(6) 2022 at 22:46:30, (B)(6) 2023 at 00:09:01, and (B)(6) 2024 at 07:23:39, in which the motor start parameters were atypical. Review of the controller log files associated with (B)(6) revealed one (1) controller power-up event recorded on (B)(6) 2024 at 07:23:21. Log file analysis revealed that the controller last had power on (B)(6)2020 and was not in use prior to the power-up event; the first data point recorded since (B)(6)2020 was logged on (B)(6)2024 at 07:23:53, indicating that the power-up event likely occurred during a controller exchange. Review of the alarm log file revealed one (1) vad disconnect alarm logged on (B)(6)2024 at 07:23:25, indicating that the controller was powered up without the driveline connected. The vad disconnect alarm cleared at 07:23:32, after which a successful motor start event was recorded, indicating that the driveline was connected to the controller. Log file analysis also revealed one (1) low flow alarm logged on (B)(6)2024 at 07:43:54. As a result, the reported controller loss of power, low flow alarm, vad dis connect alarm, and motor start events with atypical parameters were confirmed. However, the reported double disconnection of power sources event was not confirmed, considering that the only controller power-up event logged within the analyzed period was associated with a controller exchange. Based on the available information, the most likely root cause of the vad disconnect alarm and controller loss of power can be attributed to a controller exchange. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that subsequent log file review revealed an additional motor start with parameters outside of the typical range.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ventricular assist device (vad) disconnect alarm and losses of power were attributed to the patient accidentally disconnecting the controller and power sources. It was also reported that the controller had been exchanged.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation, investigation completion, and a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the manuf acturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on (B)(6) 2022 at 09:53:37, (B)(6) 2022 at 14:53:58, (B)(6) 2022 at 22:46:30, (B)(6) 2023 at 00:09:01, (B)(6) 2024 at 07:23:39, (B)(6) 2024 at 08:28:10, and (B)(6) 2024 at 08:58:15 in which the motor start parameters were atypical. Review of the controller log files associated with (B)(6) revealed one (1) controller power-up event recorded on (B)(6) 2024 at 07:23:21. Log file analysis revealed that the controller last had power on (B)(6) 2020 and was not in use prior to the power-up event; the first data point recorded since (B)(6) 2020 was logged on (B)(6) 2024 at 07:23:53, indicating that the power-up event likely occurred during a controller exchange. Review of the controller log files associated with (B)(6) revealed one (1) controller power-up event recorded on (B)(6) 2024 at 08:27:50. Log file analysis revealed that the controller last had power on (B)(6) 2024 and was not in use prior to the power-up event; the first data point recorded was logged on (B)(6) 2024 at 08:28:27, indicating that the power-up event likely occurred during a controller exchange. Review of the alarm log file revealed two (2) vad disconnect alarms logged on (B)(6) 2024 at 07:23:25 and (B)(6) 2024 at 08:27:59, indicating that the controller was powered up without the driveline connected. The first vad disconnect alarm cleared at 07:23:32, after which a successful motor start event was recorded, indicating that the driveline was connected to the controller. The second vad disconnect alarm cleared at 08:28:03, after which a successful motor start event was recorded, indicating that the driveline was connected to the controller. Log file analysis also revealed fifteen (15) low flow alarms logged since (B)(6) 2024. Additionally, one (1) high watt alarm was logged on (B)(6) 2025 at 17:16:18. The high watt is an additional finding, not related to the reported event. As a result, the reported controller loss of power, low flow alarm, vad disconnect alarm, and motor start events with atypical parameters were confirmed. However, the reported double disconnection of power sources event was not confirmed, considering that the only controller power-up event logged within the analyzed period was associated with a controller exchange. Based on the available information, the most likely root cause of the vad disconnect alarms and controller loss of power can be attributed to a controller exchange. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the available information, the device may have caused or contributed to the reported low flow event and observed high power event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not l imited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on risk documentation, multiple factors may have contributed to the observed high-power event including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.